Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the flexor ansel guiding sheath was inserted and it would not advance very far. The physician pulled it back out and it was noted that the tip had separated. The coil became uncoiled but was still attached. All was retrieved with no harm to the patient.a section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record, drawings, quality control (qc) and a visual inspection was conducted during the investigation. Visual inspection of the returned complaint device shows the tip separated from the shaft of the sheath. The point of separation occurred approximately 3.2 cm from the distal tip. There is also a hole in the material just distal of the point of separation. The coils were stretched and exposed which measured approximately 6.8 cm. The endoscope was used to inspect the inside of the device; which revealed there was some bio matter present in the distal portion of the device. Additionally, delamination had caused the distal tip to become occluded, which was likely caused by the damage to the sheath. There appeared to be no damage to the rest of the sheath. A search of the provided lot determined no other complaints of any nature associated with this lot number. The tubing is qc inspected to insure that there is no coil separation, breakage, or sheath kinking. There is also a 100% final inspection confirming the surfaces of sheath and dilators are free of excessive dents, bumps or scratches. Based on the information provided and the results of the investigation, it appears that the device was punctured by the dilator/wire guide; which may have caused the difficulty in advancing the device into the patient. This could have contributed to the failure of the material allowing it to separate possibly from delamination or damage to the coils. The device likely experienced forces beyond its' design. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera), no further risk reduction is required at this time.

Event description:
During the sfa procedure, the flexor ansel guiding sheath was inserted; however, there was difficulty encountered with advancement as the device would not advance very far. The physician pulled it back out and it was noted that the tip had separated. The coil became uncoiled; however, it was still attached. All was retrieved with no harm to the patient. A section of the device did not remain inside the patient&#38112;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.